Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited high, out of range defibrillation impedance. No intervention was performed. There were no patient consequences.